Event description:
As reported to coloplast though not verified, patient was implanted with omnisure mesh. Later the patient experienced mesh erosion, bleeding, infection, dyspareunia, pain and incontinence. No explant procedure was reported as the patient did not desire surgical repair. The patient was treated with premarin cream.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.